Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verio iq meter was reading inaccurately high compared to a laboratory device. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2015. The patient reported obtaining a blood glucose reading of ¿64mg/dl¿ on the subject meter and ¿45mg/dl¿ on a laboratory device, obtained within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with self-adjusted insulin, specifically novorapid and lantus. The patient denied developing any symptoms due to the alleged inaccuracy. The patient reported decreasing their usual dose of insulin after discovering the alleged inaccuracy. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and did not administer inappropriate self-treatment in response to the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ (04/17/2015). The patient¿s test strips have been returned on 3/3/2015 and evaluated by lifescan product analysis on 4/1/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (03/24/2015).the patient¿s meter has been returned on 2/26/2015 and evaluated by lifescan product analysis on 3/12/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.